Event description:
Since 2011 I had a vitiligo skin disorder, which I purchased from (B)(6) medical technology co., ltd. I followed the instructions as mentioned, 4 seconds of treatment, I got second-degree burns on my face, neck, arms, and hands, this company is very dangerous to the public, and I believe whatever you approved for them is not the same as they are selling, their business behavior not reflecting the medical field ethics, they deal with people as a product, they are careless with no respect except for the money.